Manufacturer narrative:
297463 evaluation statement: the reported event of battery issues could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the device alarms low battery after being plugged in for a long period of time. There was no report of patient involvement.